Manufacturer narrative:
The technician replaced the power control board to repair the bed.

Event description:
Info received indicates the bed has no power due to fluid ingress into the power control board.